Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 01-mar-2018 with the following findings: a review of the black box showed no unexplained power on resets. The battery compartment was cracked above and below the bumper pad. No moisture or corrosion was found in the battery compartment. The returned battery cap threads were stripped and was unable to maintain an electrical connection. The reported power complaint was unable to be duplicated. The test battery cap fit to maintain an electrical connection and successfully completed 24 hour testing. The pump cover was removed to find no evidence of internal moisture or damage to the power circuit. (B)(4)

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage) issue, pump cracked with intermittent power. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.